Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08355. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Two 10/4.00 flextome cutting balloon catheters were selected for use. During procedure, after the device crossed the lesion, it was noted that the balloon ruptured. The device was completely removed from the patient's body and was replaced with another 10/4.00 flextome cutting balloon&#12000;however, balloon rupture was also noted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole 1mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at the base of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-08355. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Two 10/4.00 flextome¿ cutting balloon¿ catheters were selected for use. During procedure, after the device crossed the lesion, it was noted that the balloon ruptured. The device was completely removed from the patient's body and was replaced with another 10/4.00 flextome¿ cutting balloon¿; however, balloon rupture was also noted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.